Manufacturer narrative:
Additional information manufacturer's investigation conclusions: the reported event of a s3 alarm was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the console for review which showed that the flow had dropped to 0 lpm on (B)(6) 2020 at 16:31 following a tech: sub fault fail ¿sf_flow_sensor_disconnected¿. The flow remained at 0 lpm and the tech: sub fault fail ¿sf_flow_sensor_disconnected¿ occurred several times until a s3 alarm occurred on (B)(6) 2020 following a tech: flow error ¿calibration table of the sensor not consistent¿. There were no other notable alarms active in the log file. The centrimag motor was evaluated and tested and will be sent for recalibration. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there have not been any other issues related to the s3 alarm since the equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that while transporting the patient, there was an audible s3 alarm. The pump did not stop. The console, motor, and flow probe were exchanged. No further information was provided. This report addresses the motor. The console is reported under MFR. #3003306248-2020-00014.